Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump head. The device was evaluated and the reported issue was confirmed as it was noted the unit was not cooling due to a faulty mixing pump head. Mixing pump replacement. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the water temperature in arctic sun device did not drop below 30 degrees while operating at target body temperature of 34 degrees. Similar problem in 2018.

Event description:
It was reported that the water temperature in arctic sun device did not drop below 30 degrees while operating at target body temperature of 34 degrees. Similar problem in 2018.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.